Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05nov2019.

Event description:
The customer reported unknown noise coming from the unit. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The support service performed evaluation and unable to confirm the reported problem. No problem was found. The support service performed visual and functional test which unit the passed. The unit was returned to full functionality.